Event description:
The complaint was flagged for sensor hardware failure with down stream pressure sensor (dsps). The device was returned for investigation. During investigation, the pump passed final acceptance testing and was set up for a mock infusion. Mock infusion was set to have pump run to test primary and secondary. Infusion had passed and pump was reverted to manufacturing mode to test functionality of dsps sensor and passed the calibration and functionality tests. The reported issue was not confirmed.

Event description:
The following has been reported: customer reported: pump: 2212200944. August 6 2024. We need to check for overinfusion, set issues, and pump issues. Tubing set error / alarm. Additional sets tried, alarms persisted. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor). Unknown if an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.